Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l72776, implanted: (B)(4) 2000, product type: catheter. (B)(4).

Event description:
It was later reported that the patient¿s hcp turned off her pump on 2014 (B)(6). When asked why it was turned off, it was stated that ¿it was titrated down and it¿s complicated¿. The device system was used to deliver baclofen and morphine. It was later reported that the pump was turned off on 2014 (B)(6). It was noted that the pump was to reach its elective replacement indicator (eri) in 3 months. The therapy was no longer helping the patient.

Event description:
It was reported the catheter was dislodged and was not connected to the spinal cord. The reporter stated that an MRI was done today and the catheter was not connected to the spinal cord. The pump contained baclofen and morphine. Additional information was requested, but was not available as of the date of this report.